Manufacturer narrative:
UDI - (B)(4). Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve could not be programmed after implantation and the valve was revised. The valve was implanted to the patient via vp-shunt. It was reported that the pressure setting was not able to be changed and revision surgery was performed. The surgeon commented that it seemed that debris was clogged. There was no adverse consequence to the patient and no further information was provided by hospital reported.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve mechanism, needle holes in the needle chamber and 2 cut/tear marks in the silicone housing. The position of the cam when valve was received was 70mmh2o. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The valve was flushed; no occlusions noted. The valve was leak tested and leaked only from the needle holes in the needle chamber. The silicone was cut just after the cam mechanism; the mechanism was unstuck. The valve was retested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the base plate. The cam magnets were tested, passed. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the base plate. The root cause could for the cut/tear in the silicone housing is probably due to user error, as noted in the IFU silicone has a low tear /cut resistance. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.